Event description:
Boston scientific received information that this product was part of a system revision due infection and erosion. Additional information received from the field representative indicated that the system was surgically modified. The patient received intravenous antibiotic prior to the surgery and the pocket was flushed with an antibiotic saline prior to pocket closure. There were no additional adverse effects reported. The product remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicating that the system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).